Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level 526 mg/dl. Customer was treated with manual injection. Customer was not using auto mode feature at the time of event. Customer did not allege insulin pump for under delivering. Customer stated that the cannula on the infusion set was bent. Customer declined to check air bubbles and leak. The insulin pump will not be returned for analysis.